Event description:
Date of event has been entered as the same as published date (B)(6) 2022 since date of data collection was not provided. It was reported through the research article "technical and mechanical problems and failures of heartmate ii versus heartmate 3: the rotterdam experience" that heartmate 3 (hm3) may be associated with device malfunction, thrombosis, death. This retrospective study evaluated 101 hm3 patients. During follow up, a total of 24 mechanical device failures (mdfs) occurred, with 8% of these mdfs occurring in hm3 patients. Two patients were noted to have suddenly died. The main mdf seen in hm3 patients was an occluded outflow graft, occurring in 3 patients. Another mdf noted was at-home system controller exchange performed by 3 patients. 46 patients experienced technical problems not resulting in an mdf. Results overall showed a significant decrease in mdfs in patients with hm3. Related death MFR #: 2916596-2022-11465. Related adverse events MFR #: 2916596-2022-11471.

Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Device was implanted at time of event. Author information: van der heiden, c., veen, k., constantinescu, a., manintveld, o., brugts, j., bekkers, j., birim, o., bogers, a., & caliskan, k. (2022). Technical and mechanical problems and failures of heartmate ii versus heartmate 3: the rotterdam experience. The journal of heart and lung transplantation, 41(4), s467. Https://doi.org/10.1016/j.healun.2022.01.1179. Cardiology, erasmus mc, rotterdam, netherlands; and the cardiothoracic surgery, erasmus mc, rotterdam, netherlands no further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 system controller and the reported patient outcomes could not be determined through this evaluation. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. G) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. G) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms including when a controller exchange is necessary. No further information was provided. The manufacturer is closing the file on this event.